Manufacturer narrative:
Approximate age of device- 3 years, 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported through patient outcome that the patient expired on (B)(6) 2018. Additional information was requested but was not provided.

Manufacturer narrative:
Event problem - correction to the date of death. (Expiration date), additional information. Manufacturer's investigation conclusion: no product was returned to the manufacturer for analysis related to this event. It is unknown if or when the lvad was explanted from the patient after expiration. Multiple attempts were made to obtain additional information from the customer regarding the event, including the product disposition; however, no additional information was provided. A direct correlation between the lvad and the reported event could not be conclusively established. No further information is available. The manufacturer is closing the file on this event.

Event description:
Correction: it was reported through patient outcome that the patient expired on (B)(6) 2018.